Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06-dec-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a21211a.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive results of 0.04 ng/ml on a (B)(6) male patient with hypertension & hyperlipidemia. There was no additional patient information at the time of this report. Date: (B)(6) 2021 , collected: 16:15 , tested : 16:21 , result: 0.04 ug/l ,sample: a, wb; date:(B)(6) 2021 , collected: 16:15 , tested : 17:01 , result: 0.00 ug/l , sample: a, wb. Positive cut-off value for I-stat troponin test: >= 0.04 ng/ml is positive. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the positive cut-off value established for I-stat troponin test of >= 0.04 ug/l at the facility. There is no reason to suspect a malfunction exists. The I-stat result of 0.04 ug/l is considered negative as outlined in the I-stat system manual: art: 714258-00u. However, an MDR is filed as a potential product malfunction, that has been determined if the malfunction were to recur it is likely to cause or contribute to death or serious injury. The investigation is underway. Per I-stat system manual: art: 714258-00u. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).